Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40mg/dl. The customer alleged that the control-iq algorithm increased basal insulin delivery in response to an inaccurate continuous glucose monitor (cgm) sensor reading, however, because the cgm and meter bg readings prior to insulin adjustment were unknown, the level of clinical risk according to the parkes error grid is also unknown. Customer was hospitalized and admitted to the intensive care unit (ICU) due to low bg, where they were allegedly treated with intravenous fluids of saline and insulin. Customer was released from the hospital four days later. The customer reverted to an alternate method of insulin therapy.